Event description:
It was reported that during a routine follow up the device indicated it was at elective replacement indicator (eri) with no charge, yet it was still successfully pacing. It was further reported that the device indicated the previous follow up was over one thousand days ago; however, the patient's pacemaker records listed several follow ups during that period. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the returned device indicated normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that the device reached depleted status on 2013 (B)(6) and per normal function diagnostics data collection stops when depleted status is determined.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.